Manufacturer narrative:
Submit date: 8/3/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the tip of the yankauer shattered during a hemiarthroplasty. It was reported that the surgeon was unsure if all the pieces of the yankauer were removed from the patient.

Manufacturer narrative:
During the investigation, it was observed that all procedures are being followed accordingly to quality requirements. There were no samples submitted with this complaint for evaluation. The complaint shall be reopened if a sample is received. Without a sample we are unable to perform a thorough follow up investigation and the condition reported could not be confirmed at this time. A device history record (DHR) review could not be performed since a lot number could not be provided by the customer. The probable root cause was determined to be an issue with the manifold and cooling system. As a formal investigation action being taken to address this reported condition. As a preventive action the following actions were taken: 1. Change the manifold in tool (spare part manifold). 2. Clean out probes and tips; 3. Clean out of cooling lines. A production notification was sent to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.